Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On 08/03/2024, the patient developed redness, inflammation, pimples (small yellow bumps), and cellulitis underneath the sensor pod area only. On the same day, the parent consulted the patient's primary care physician who diagnosed the patient with cellulitis and prescribed an oral antibiotic medication (keflex 250 mg oral suspension, every 6 hours for 10 days). At the time of report the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.